Manufacturer narrative:
Concomitant medical product: 5076-52 lead implanted: (B)(6) 2002. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead and the right ventricular (rv) lead exhibited high impedances and were "likely" frac tured. The leads were explanted and replaced. No patient complications have been reported as a result of this event.